Event description:
Reporter indicated the patient underwent generator explant due to infection. Follow-up with the surgeon indicated the patient developed an infection at the generator site approximately six weeks post initial implant procedure. The surgeon stated the cause of the infection was most likely related to the initial implant procedure. The patient was treated with antibiotics and underwent explantation of the generator. The lead was left intact. The device has not been returned. The infection has resolved and there are no plans to reimplant the patient. No serious injury was reported in conjunction with the infection.

Manufacturer narrative:
Vns therapy labeling lists infection as a potential adverse event, possibly related to surgery.